Event description:
It was reported that during a shoulder surgery on inserting the anchor into the patient's shoulder it was noticed that the anchor had come loose from the green holder. It was impossible to replace the anchor on the green screwdriver. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation cannot be confirmed as the device was not received for evaluation, and no pictures of the failure were received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, the error involved improper bone preparation and misaligned insertion.